Event description:
On (B)(6)2007, an ipp device was implanted. On (B)(6)2009, pt was presented with chronic right epididymoorchitis with the penile prosthesis. The pt had normal function of the penile prosthesis which could inflate and deflate easily. There was chronic adhesions from the right testis to this area due to chronic epididymoorchitis. Procedure-right orchiectomy. No components were removed or replaced. There were no complications and pt's condition was good.

Manufacturer narrative:
This is considered an unusual event in which an ams inflatable penile prosthesis was involved. Device worked as intended. The relationship was not established between the pt's condition and the location of the penile pump. More than six months has elapsed from the time the surgery occurred to the time that ams was notified of the surgery. It is reasonably assumed that no further info will be received or deemed necessary. No conclusion can be drawn.